Event description:
It was reported that the patient had just undergone back surgery and was in a lot of pain at the time of report. The patient was not taking any oral medications at that time. About five weeks later, it was reported that the patient's catheter had been inadvertently cut during the lumbar surgery. It was also noted that the catheter had been spliced during the same procedure. It was stated that there were no patient symptoms or injury associated with the event. The drug used in this system was morphine.

Manufacturer narrative:
Product ID: 8709 serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).